Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during surgery after using the company handpiece, there was a stiff feeling when loading, and both lens haptic and optic were scratched, so proceeded with lens exchange during initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 a sample was not received at the manufacturing site for evaluation for the report of a stiff feeling when loading and damaged lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).